Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of occlusion. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e1309 captures the reportable of urinary retention.

Event description:
It was reported that a percuflex plus ureteral stent was placed in a patient during a surgical treatment procedure on (B)(6) 2026. On the first postoperative day, the patient experienced recurrent gross hematuria with blood clots, which leads to repeated catheter occlusion and poor response to continuous bladder irrigation. On (B)(6) 2026, a stent removal procedure was successfully performed, and there was no information if a new stent has been implanted. There were no other patient complications reported following the procedure and the patient condition was reported to be stable.

Event description:
It was reported that a percuflex plus ureteral stent was placed in a patient during a surgical treatment procedure in the ureter on (B)(6) 2026. On the first postoperative day, the patient experienced recurrent gross hematuria with blood clots, which leads to repeated ureteral occlusion and poor response to continuous bladder irrigation. On (B)(6) 2026, a stent removal procedure was successfully performed, and there was no new stent implanted. There was no treatment given for the adverse event of hematuria with blood clots. There were no other patient complications reported following the procedure and the patient condition was reported to be stable. Additional information was provided for the anatomy location, how the procedure was completed and treatment provided to patient.

Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of occlusion. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e1309 captures the reportable of urinary retention. Blocks a1, b5, e1, and e3, have been updated based on the additional information received on march 20, 2026. Block h11: the device was discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of hematuria, urinary retention (urgency) and "stent obstruction within device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.